Event description:
Heart valves implanted in the mitral and aortic positions. Following closure of the heart. Tee testing indicated that the valve in the mitral position was stuck in the closed position. Heart was reopened and both valves replaced. Second tee test indicated both valves operating properly.